Event description:
Knee replacement [knee replacement]. Initial information received on 15-jun-2022 from (B)(6) regarding an unsolicited valid social media serious case received from the patient. This case involves patient of unknown demographics who experienced knee replacement while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, (dosage, batch number, indication, frequency, route: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had knee replacement (knee arthroplasty)(intensity: not applicable). Action taken: unknown. It was not reported if the patient received a corrective treatment for the event (knee replacement). At time of reporting, the outcome was recovering / resolving for the event knee replacement.

Event description:
Consumer # 1 asked ''does it work'' to which consumer # 2 replied: ''not for me [device ineffective]. Case narrative: initial information received on 15-jun-2022 from canada regarding an unsolicited valid social media non-serious case received from the patient. This case involves adult and unknown gender patient who experienced consumer # 1 asked ''does it work'' to which consumer # 2 replied: ''not for me while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, (dosage, batch number, indication, frequency, route: unknown). Information for batch number requested. On an unknown date the patient developed a non-serious "consumer # 1 asked ''does it work'' to which consumer # 2 replied: ''not for me" (device ineffective) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. At time of reporting, the outcome was unknown. Based on information previously received, the following information [corrections] has/have been amended: the case was updated to non-serious due to updating the event to device ineffective. Local comments: *downgrade*